Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) supported the onsite biomedical team in troubleshooting the issue. During the investigation, the rse instructed the customer to verify that the default sound device was correctly set to ¿speakers¿ within the control panel. The rse then remotely accessed the primary server and connected to the surveillance unit via ultravnc. A quick system setup was initiated, during which the speaker failed the sound test in sound properties, confirming the reported issue. The system setup was completed successfully, restoring monitoring functionality. The rse advised the customer to replace the speaker cables. Following these steps, the customer confirmed that the speaker/audio function returned to normal operation.

Event description:
Philips received a complaint on a patient information center ix indicating that the customer reported intermittent speaker/audio failures at the central station. The device was reported to be in clinical use. No adverse event to the patient or user was reported.